Event description:
The device was implanted in 1992 and since then the rptr has become disabled. Her career is gone, along with life as she knew it. She lives in constant pain, spending 95% of her time on a heating pad or ice pack, or in a hot shower. After going to a number of drs, therapists, and a psychologist she is now told "learn to live with it". This is not living, according to rptr. (*)